Event description:
It was noted on x-ray that a screw was broken. The patient underwent revision surgery for broken rods (refer to manufacturer report # 1030489-2009-00749).

Manufacturer narrative:
No product was returned for evaluation. X-rays showed a lateral construct at l4/l5. One of the l5 screws was broken. A review of the device history records did not identify any non-conformance to specification.